Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level during the incident was within the range of 400 mg/dl to 500 mg/dl. They changed out the infusion set and it went down but then during the following morning, their blood glucose went up to 332 mg/dl. The caller was unable to troubleshoot because the customer left with the device. The device will not be returned for analysis.